Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.

Event description:
Device issue: proximal shaft separation. Time of device issue: unk. Adverse event: none. It was reported that the device would not cross an unspecified lesion; however, a 2.5 x 8 mini vision crossed. No patient effects were reported. No additional event or patient information is available. This is being reported based on the analysis of the returned device, which identified a separated proximal shaft.